Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1tb8r, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Explant date of 3889-28 lead, lot number va1tb8r was omitted in last report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1tb8r, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient mentioned that their device had been replaced. When asked by patient services if it had been replaced due to normal battery depletion, the patient reported that the ¿lead pulled apart,¿ and that they had to go back in and ¿reconstruct¿ it. The patient noted that they had seen their health care physician (hcp) in the fall and that everything had been working ¿good,¿ then and ¿all of a sudden,¿ a month or two later, ¿everything kind of quit.¿ there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who stated that the device was replaced on (B)(6) 2020 and that the cause of the device not working was unknown as the patient¿s perception was it was ¿pulled apart¿. The physician inspected the removed lead and said it looked intact and did not notice any pulling apart, breakage, no further complications noted or anticipated.